Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete entry sample ID (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08l44, that has a similar product distributed in the us, list number 06l22.

Event description:
The customer observed (B)(6) architect (B)(6) results for one donor sample. The following data was provided (B)(6). Sample ID (B)(6) initial result, on (B)(6) 2021, was (B)(6). The (B)(6) and nat testing for this sample was (B)(6). The donor was recollected on (B)(6) 2021, sample ID (B)(6), and the result was (B)(6). This sample was sent to another laboratory where it was positive for anti-hbc using two different methods. The donor was recollected again, on (B)(6) 2021, sample ID (B)(6) and the result was (B)(6), repeated on another architect analyzer and the result was nonreactive. When repeated on a diasorin analyzer the anti-hbc result was positive. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect anti-hbc ii results included a search for similar complaints, review of complaint text, trending data, labeling, device history records, and in-house testing. Review of trending reports for the architect anti-hbc ii reagent did not identify any related trends. Sensitivity testing was performed using an in-house retained kit of lot 20039be00 stored at the recommended storage condition. All specifications were met, and no false non-reactive results were obtained, indicating that the lot is performing acceptably. The clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (biomex seroconversion panel scp-hbv-001 and scp-hbv-004). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not affected. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of the architect anti-hbc ii assay was identified.upon further review, field h4 - device mfg date was updated from 4/14/2020 to 9/14/2020.